Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30777986l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a male patient born (B)(6) underwent a persistent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac arrest and died. After a successful afib ablation on (B)(6) 2022, after the patient was discharged post procedure and being taken to his vehicle in a wheelchair when he complained of shortness of breath. This turned into a code situation where the patient eventually expired. The date of death was (B)(6) 2022, which j&j became aware of on (B)(6) 2022. In the physician¿s opinion, the cause of death was tbd- possible anesthesia mis-management unrelated to bwi products used for procedure. Relevant history - patient rumored to be heavy smoker, possibly former. Oxygen saturation was difficult to maintain during procedure, pt intubated and under general anesthesia throughout procedure. The generator used in the case was a smartablate. All deaths were bwi FDA approved ¿ ce mark devices are involved are reportable.